Event description:
Pt receiving redblood cell exchange. Pt became nauseated during treatment. Treatment stopped due to pt becoming pale around mouth and lips and getting very sleepy. Normal saline drip initiated. Dr called to bedside. H and h drawn - result = 2.8/7.3. Pt transferred to ICU and transfused with 3-4 units prbc. Upon review of machine programming, no deficiencies were noted. Pt examined for internal bleeding, results negative. Unexplained blood loss. Chest wall port examined. No problems found.